Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a converter failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated and the customer's allegation of power supply failure was confirmed. In addition to the reportable evaluation findings identified in b5, the following non-reportable malfunctions were found upon device evaluation: low resistance due to converter failure, and the battery on the printed circuit board had run out. This investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center had power supply failure. The event where the issue was found was unknown. There were no reports of patient injury or harm.